Event description:
The nurse reported to our sales rep that she was observing a surgery procedure. During this she observed that it was not possible to insert the strike plate into the nail handle. There was no delay. A replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Associated device (B)(4), strike plate lot k299167.